Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. The analyst noted that iccd test measurement 2 produces a false failure on all blackwell models. The failure is caused by vector express ram ware which writes to the same memory locations used by the iccd test. This false failure has no effect on devices in the field because it is only executed during device manufacturing. The vector express ram ware uses this memory space exclusively in the field. Concomitant medical products: 4269, lead, implanted: (B)(6) 1997.

Event description:
It was reported that during implant surgery, the patient's implantable cardioverter defibrillator (ICD) would not pace the patient's left ventricular (lv) lead. The lead was detached and checked by an analyzer and measurements were within normal range. The lead was reattached and still no lv pacing at maximum output. The lead was tested again and a new ICD was used instead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.